Event description:
It was reported that the tip of the guidewire detached. A percutaneous coronary intervention was being performed on a cto lesion in the circumflex coronary artery. A judo 3 guidewire was able to cross the lesion but the wire prolapsed and became tangled. The body of the guidewire was inside a microcatheter, but the tip of the guidewire was outside of the microcatheter. The guidewire was unable to be pulled into the microcatheter and as they were removing everything from the body, the guidewire tip got stuck on the previously placed stent strut and it snapped off. The guidewire tip was left inside the body. The physician attempted to snare the tip of the guidewire but was not able to do so. The physician placed a second stent inside the previously placed stent so thrombus would not form on the guidewire. There were no patient complications. The patient was fine.